Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false positive atrial lead position check (alpc) alert. The device remains in use. It was further reported that intervention was taken or planned. No patient complications have been reported as a result of this event.